Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced a wide complex ventricular tachycardia (vt) or supraventricular tachycardia (svt) rhythm in which 4 shocks were delivered. High, within normal range shock impedance measurements were observed. Immediately after this episode another episode was observed where the rhythm was an alternating pattern at times with possible t wave oversensing. Two shocks were provided, which had little impact. Following this, another episode showed alternating morphology and possible t wave oversensing. Five shocks were delivered, and therapy was exhausted. Technical services (ts) discussed options including x rays, consider revision or transvenous system. An electrophysiology study was planned for that day to look for possible vts to ablate. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced a wide complex ventricular tachycardia (vt) or supraventricular tachycardia (svt) rhythm in which 4 shocks were delivered. High, within normal range shock impedance measurements were observed. Immediately after this episode another episode was observed where the rhythm was an alternating pattern at times with possible t wave oversensing. Two shocks were provided, which had little impact. Following this, another episode showed alternating morphology and possible t wave oversensing. Five shocks were delivered, and therapy was exhausted. Technical services (ts) discussed options including x rays, consider revision or transvenous system. An electrophysiology study was planned for that day to look for possible vts to ablate. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted due to normal battery depletion and replaced with a new transvenous system.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. A labeling review was completed and determined the complaint situation was addressed in the product literature. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to component failure.